Event description:
Caller states that his device read 298mg/dl while the clinic's device read 74mg/dl. Caller had device miscoded at time of testing. No adverse event reported and not treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.